Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device would not activate when the lid was opened. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was observed that the device was able to power on using the on/off button. Stryker determined that the cause of the reported issue was due to the lid switch, designator sw5. The customer was sent a replacement device and the returned device was archived by stryker.